Event description:
Home pt's (hp) spouse reports receiving a 2240 alarm in drain 2/6 of apd treatment. The spouse heard the alarm and went to check on the hp. Spouse found the hp on the floor having cut the drain line on their homechoice set. Spouse and hp discontinued treatment and finished with all new supplies with no further issues. Spoke to rn who reports no pt injury or medical intervention required. Hp has been retrained and informed on proper technique and procedure.